Event description:
It was reported that the diagnosis was high risk open heart surgery (ohs). While in the cardiac cath lab the intra-aortic balloon (iab) was inserted via a sheath into the patient's femoral artery. The iab insertion was uneventful. The patient was in the intensive care unit and the intra-aortic balloon pump (iabp), (B)(4), alarmed helium loss alarm and blood was noticed in the iab helium driveline tubing. As a result, the iab was promptly removed. The patient remained stable without iabp therapy. Within a few hours after the iab was removed, the patient went to the operating room for ohs. The operating room course was uneventful. There was no reported patient death or injury. Medical/surgical intervention was not required. The iabp therapy was interrupted, however there was no harm to the patient. There were no patient complications and the patient outcome is listed as stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.